Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress (B)(4). A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. The disposable set was reused after restarting in response to system error alarms. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
During assistance with an alarm on the home choice (hc) that occurred on the homechoice (hc) during use, during initial drain; the customer stated during this time they started over twice using the same supplies. The customer also stated they were connected. The technical service representative (tsr) told the customer to discard the supplies and to start over with new supplies. The tsr also advised the customer to contact their registered nurse (rn). Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did not start over with new supplies that evening, but instead they continued with the same supplies anyway. The hp stated that they know they were not supposed to reuse them, but it was late and they did not want to bother their care giver (cg) to grab new supplies. The hp stated they have not talked to their nurse regarding the alarm yet, but they are going to their clinic tomorrow for their scheduled appointment and will talk to them about the alarm. The hp stated that overall therapy is going okay. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.